Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately 9 years, post deployment CT angiogram for chest revealed the filling defects in multiple lobes due to pe. The following month x-ray showed positive results for pe. Following day, CT abdomen revealed that the filter is tilted to the right with the tip along the lateral wall of the ivc and the tip is approximately 2.6 cm inferior to the lowest renal vein and it also indicates that the strut of the filter protrude through the medial wall of ivc and present anterior to the abdominal aorta. Also four other struts, perforate the ivc just about 5mm or less and lie within the retroperitoneal space. Therefore, the investigation is confirmed for filter tilt, filter limb perforation. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment it was alleged that the filter tilted and struts perforated ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.